Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that patient called to report that heart rate is dropping below low rate setting. Patient has not discussed with a physician and has not had a implantable pulse generator (ipg) device check performed. Patient called concerned that device is not working properly, and heart rate drop to 41 and also at 90 beats per minute. The patient was referred to physician. The ipg remains in use. Follow up information indicated that the patient was seen in clinic for device check. Revealed patient experienced a few premature ventricular contractions (pvc), but the heart rate did not drop. Healthcare facility indicated that the patient is counting pvc the calculation is incorrect. No device intervention or reprogramming performed and the ipg remains in use. No patient complications have been reported as a result of this event.